Event description:
Manufacturer received an implant card documenting the pt had their vns generator and lead replaced for high impedance and scar tissue between the lead and nerve. The explanted product was discarded in the or, therefore, will not be returned for analysis. Good faith attempts have been made for additional details surrounding the reported events and thus far no further info has been received.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.